Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the device failed calibration measurement at 12.089. Normal device specification measurement range 10.0 ¿ 12.0. No patient involvement. No further information provided. This report is for one (1) 10nm torque limiting ratchet handle-6mm hxc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9. Date device returned to manufacturer. H6 - codes updated to imdrf codes. Visual inspection: the t-handle w/ratchet-wrench (part# 03.620.061, lot# 6743020-31) was returned and received at us cq. Upon visual inspection, the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. No other issues were identified with the device. Service and repair history: lot# not traceable no service history review can be performed because the lot/serial number cannot be traced. The service history review is unconfirmed. Functional test: torque test were performed at the orthokit facility. The high torque was measured to be 12.089 nm. This is not within the specification of 10 nm - 12 nm, per 103243757, rev. 9 attachment 2. Document/specification review: the following drawing(s) was reviewed. Ratcheting & torque-limiting handle, 10 n*m 6mm hex coupling, push-action: 03_620_061 rev. H (current). Synthes loaner set product specific inspection and verification instructions: 103243757, rev. 9 attachment 2. Investigation conclusion: the complaint condition was confirmed for the t-handle w/ratchet-wrench. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part/lot combination is not valid, therefore the DHR could not be completed. If the device is returned or the lot number is confirmed the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.